Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that the customer has two reservoirs that won't deliver insulin. The patient's blood glucose at the time of incident was 120 mg/dl. The customer's husband stated that the customer could not manually prime her infusion set so she changed the reservoir. The customer does not recall any significant events leading to the reservoir issues. The customer was advised that two replacement reservoirs would be shipped to their home.